Event description:
Initial co2 result 49.5 mmol/l, repeat 22.9 mmol/l. Same sample repeated on different instrument, same method, gave result of 22.9 mmol/l. Initial result was not reported. The user indicated the discrepant result was an isolated incident, the problem has not reoccurred.